Manufacturer narrative:
(B)(4). The device was not returned for analysis. The reported patient effects of occlusion and pain are listed in the supera instruction for use as known potential adverse effects associated with the use of the device. Cine images were returned and reviewed by an abbott clinician who concluded the following: it appears that the supera stent device is fractured. The images provided show a density adjacent to the fracture; although, it is unknown if this is related to this fracture event. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a cause for the reported stent fracture and subsequent patient effects. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient presented with symptoms of intermittent claudication. On (B)(6) 2018, a 5.5 x 120 mm supera self expanding stent was successfully implanted to treat an occluded, heavily calcified, de novo lesion in the distal left popliteal artery. An ultrasound scan post procedure showed a patent popliteal artery and on discharge, the patient reported a reduction in symptoms. At the six week follow-up appointment on (B)(6) 2018, the patient reported a worsening of claudication symptoms and pain at the stent site. An ultrasound scan showed an occlusion in the supera self expanding stent and an x-ray performed on the (B)(6) 2018 confirmed a stent fracture [separation]. Medication was provided to treat the occlusion. It was reported that the fractured stent may be removed at a later date and a saphenous vein bypass graft performed; however, this has not been confirmed and no intervention has been completed at this time. No additional information was provided.